Event description:
Covidien lp closurefast endovenous radiofrequency ablation (rfa) catheter unable to pass over wire during surgical/ medical procedure. A different catheter was used without complication.